Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. As per the due diligence response this complaint is the duplicate of (B)(4). So, a retraction emdr is submitted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's main body was covered by water. The issue was found during inspection for use (during setup in the room / before the patient in the room). There were no reports of patient harm.